Event description:
The user facility reported an unknown age patient with acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support but encountered placement signal issue, low flow and/or pump stop during three attempts with three impella cp devices. The patient was admitted and found to have received three shocks from the automated implantable cardioverter device for ventricular tachycardia (vt) and atrial flutter (af). The patient was taken to the electrophysiology lab for vt/af ablation and during this procedure, the patient coded received one shock with return of spontaneous circulation achieved. The decision was made to place and impella cp device. The impella cp (pump 1 sn(B)(6)) was inserted and initial flows of 2.6l were noted with no placement signal available. The elected to replace the impella cp device (pump 1) in order to have a placement signal. New impella cp device (pump 2 sn(B)(6)) was primed on different automated impella controller and was placed with no issues on insertion. Pump 2 initial flows of 3.6l were noted and were being secured when placement signal suddenly disappeared, and flows started to decrease. The placement signal not reliable alarm triggered and then flows stopped. Therefore, the physician decided yet again to replace the impella cp device (pump 2). Another impella cp device (pump 3 sn(B)(6)) was primed on a different automated impella controller and on startup there was immediate suction noted left ventricular placement signal was abnormal and unable to obtain adequate flows. All troubleshooting performed, and the team was advised of possible corevalve transcatheter aortic valve replacement interaction. The decision made to remove the impella cp (pump 3) for a final time, and the physician elected to then place an intra-aortic balloon pump. Additional information noted the following confirmations: adequate anticoagulation status was verified, transesophageal echocardiogram was performed, with no left ventricle thrombus, all sheaths were excessively flushed, and there was no clot noted upon removal of all pumps. All three devices are expected to be returned for analysis. The was no harm and the patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of three device manufacturing reports associated with this event. Refer to the following: medical device report for impella cp pump 1 sn(B)(6) with date of event 29-jan-2025 and patient identifier ending in (B)(6) (this report). Medical device report for impella cp pump 2 sn(B)(6) with date of event 29-jan-2025 and patient identifier ending in (B)(6). Medical device report for impella cp pump 3 sn(B)(6) with date of event 29-jan-2025 and patient identifier ending in (B)(6).

Manufacturer narrative:
The investigation of optical signal issue has been completed. Signal not reliable (snr) was nearly zero and contrast was below specifications, but the pump passed the laser continuity test. The sensor was removed and evaluated. The sensor face was damaged and appeared to be peeled up. Data logs show the sensor operating without issue until just after the pump was started. Multiple motor current spikes were seen upon startup. The root cause of the optical signal issue was most likely a damaged sensor resulting from interaction with the transcatheter aortic valve replacement (tavr) mentioned in clinical details. ¿¿low pump flow was added as an failure mode (fm) since the clinical details state that the initial pump flows were 2.6 l/min and the pump was started at p-9 based on the data logs. During inspection of the returned pump, the impeller blades were found to be damaged with one blade bent in the corner and the other blade missing a large piece. The pump was run in a bucket of water and maintained low flows (~2.7 l/min at p-9) for 30 minutes. Data logs show pump flow to be a stable ~2.7 l/min upon startup at p-9. The pump was run for 10 minutes before being explanted. The root cause of the low pump flow was most likely a damaged impeller resulting from interaction with the tavr mentioned in clinical details. D10 revised to reflect transcatheter aortic valve replacement (tavr) interfered with the impella device on manufacturer device report number e4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.